Event description:
Pt scheduled for esophageal stent placement in endoscopy suite. Stent was ordered the previous day. Upon starting the case the md decided he needed a different size, so mfg rep went to his car & brought up an nt stent. The md placed the stent not realizing that the rep had handed him an uncovered stent rather than a covered stent, which is what he needed. It was discovered later that evening that it was wrong and as a result the pt had to have another endoscopy 1/28/99 to place the correct covered stent.